Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The reported problem was confirmed, based on the customer report. However, the root cause could not be determined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) stated the line disconnected from the bag. The baxter technical service representative (tsr) had the hp cycle power and the hc alarmed se 2367. The tsr had the hp cycle power again for press go to start. The hp would restart with new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.